Event description:
Unable to stimulate the heart with the bloom stimulator. While attempting to determine why the stimulator was malfunctioning, it automatically became activated in channel 2 and produced a rapid ventricular tachycardia. Disconnected pt from stimulator, ventricular flutter persisted and single shock applied and sinus rhythm restored).